Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, infection.

Manufacturer narrative:
This follow-up MDR is created to document the additional patient information received.

Event description:
Additional information received: the patient did not have any comorbidities, scarring or other physiological conditions that may have contributed to the infection. There were no clinical consequences to the patient as a result of the infection. Culture results received indicated no growth.